Event description:
Report recieved of a pt experiencing an adverse event while the device was in use. The pump was programmed to deliver an unspecified concentration of morphine with unspecified programming parameters. The customer reported that the pump "was programmed as prescribed by the physician." On an unspecified date and time, a nurse reportedly noted that the pt was overmedicated. The customer reported that "the pt experienced an adverse event and required medical intervention" and "was in respiratory arrest and coded." The customer reported that the pt "could have had a history of substance abused and possibly had been given additional medication from an outside source." The pump was removed from clinical service. Though requested, the customer declined to provide additional information.